Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that there was missing collagen. The following information was provided by the user facility: after pulling back of the system the fiber was visible, but there was no collagen. It was reported that the patient status was stable. Hemostasis was achieved by manual compression. It was reported that there was no significant blood loss. There was no other devices or equipment used with the reported product. No prolonged hospitalization

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6 fr angio-seal vip device was received for product evaluation. The arteriotomy locator was returned with the device. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. Tweezers were used to move the proximal pongs of the deployment sleeve. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the evaluation performed the complaint could be confirmed for pullout. However, the likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.